Manufacturer narrative:
Approximate age of device ¿ 11 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received a heart transplant on (B)(6) 2018 due to cardiac arrhythmia. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas did not reveal any device-related issues and a direct correlation between the returned device and the reported event could not be conclusively determined. Heartmate 3 lvas was returned assembled with the pump cable severed approximately 6.5¿ from the pump housing. A distal portion of the pump cable was returned measuring approximately 12.5¿. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent prior to being returned to abbott for analysis. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed the presence of fixed, post-explant blood in the interior and pump outflow portions of the pump cover. The texture of the blood appeared to have been altered by the application of a fixative agent. The blood was unstructured and appeared consistent with undrained blood that remained stagnant in the device following the explant procedure. Further evaluation revealed no evidence of any developed or adhered depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratched or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Heartmate 3 lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.